Event description:
The customer reported to baxter (B)(4) that when using an unknown clearlink extension set there is a decrease in the flow rate. The customer stated that they set up a primary line that was spiked into a bag of lactated ringers. The clearlink set was then attached to the other end of the primary line. This is when it was noticed that there was a decrease in the flow rate. The fluid did not flow out as readily when using an adapter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.